Manufacturer narrative:
Initial reporter is a mitek sales representative. Investigation summary: the complaint device was received at the service center and evaluated. The customer reported an issue of buttons on the unit stopped working, per service manual operational and diagnostic verified this problem, therefore this complaint can be confirmed. It was found during evaluation that the unit would intermittently not operate due to a short in the cable and corrosion on the keypad. Additionally, heavy corrosion was present on the motor, and the valve handles were heavily scratched. Performed repair as identified in the investigation to address the reported issue by replacing the cable assembly, keypad pcb, motor, and micro valve set. The unit passed all functional tests and is fully operational. Fluid ingress into the system is the root cause for the corrosion observed on the keypad and the motor. The short in the cable and fluid ingress into the keypad were the root causes of the reported issue of buttons stopped working. User mishandling is the possible root cause for the scratches observed on the valve handles. The service history has been reviewed. The device was last serviced on october 23, 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the buttons on the micro tornado hand-piece with hand control stopped working. They were able to complete the case with another like device. This did not cause a delay and caused no patient harm. It was found during evaluation that the unit would intermittently not operate due to a short in the cable and corrosion on the keypad. This report is for a micro tornado hand-piece. This is report 1 of 1 for (B)(4).